Manufacturer narrative:
Quality assurance preliminary analysis revealed that the stent delivery system was returned with scratch marks noted on the shaft at the distal end of the exit notch. Quality engineering was unable to determine the root cause of this incident. The scratch marks were likely caused by foriegn substances on the gauze pads used in the preparation of the stent delivery system. As part of the quality process, all stent delivery systems are inspected on line. The device manufacturing records for this product lot were reviewed and no abnormalities with a relationship to this issue were found. No corrective action will be implemented. This MDR is considered closed by the quality assurance department.

Event description:
It was reported that during prep for a ptca/stent procedure flakes of material separated from the shaft of the stent delivery system. The stent delivery system. The stent delivery system was not used in the pt, and no pt injury was associated with this event.